Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges the unit will not alarm. Tried new on/off switch still no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The pc board was returned for evaluation; however, it was unable to be tested, so the complaint could not be verified. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer alleges the unit will not alarm. Tried new on/off switch still no alarm.